Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door latch issues which were reproduced as door not fully latched alarms. The alarms were confirmed during a review of the event history log. Evaluation found an out of specification link gap to be the cause. The link gap was calibrated. (B)(4).

Event description:
It was reported that a spectrum pump had door latch issues. Any patient involvement, injury or medical intervention is unknown.